Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; the programmer booted correctly. It is noted a system error was found in the programmer error log. Analysis found the hard drive was noisy during analyzer update. Incoming functional audio loop back test found out of specification; x-y printed circuit board assembly reset to correct issue.

Event description:
It was reported that the programmer displayed a fatal error upon boot up. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.